Event description:
A user facility reported this fastrach would not remain inflated after it was inserted into a pt. There was no report of any pt injury or problems. The user facility has been requested to return the device for eval.